Event description:
It was reported that the pump battery was depleting quickly resulting in the pump battery shutting down. The customer experienced an elevated blood glucose (bg) level of over 500 mg/dl. The continuous glucose monitor read ¿high¿. A bolus and an alternate method of insulin therapy were delivered to address bg level. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.